Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had been making a clicking noise when tried to close it. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer (main tower drawer 6) produced a clicking noise during closure attempts. A field service engineer popped the cubies into the drawer to resolve the issue, and the fse assisted customer to relocate the medications. The fse identified a read/write error as the original cause of the issue. The system functioned as intended after the field service engineer repaired the device.